Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with blood glucose reaching 62 mg/dl after a meal was not announced due to downward trends; the user consumed a hamburger, fries, and later apple juice, and the device did not alert or the alert was not heard. Symptoms included low blood glucose without loss of consciousness or other acute effects. Outcomes included self-treatment with oral carbohydrates and return to target range without medical intervention or assistance. Investigation included customer interview, review of reported glucose values and actions taken, and troubleshooting and education regarding low treatment and monitoring. Investigation of this case revealed no device malfunction identified, no alarms confirmed, and an unclear etiology for the low given meal timing and lack of announcement. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.